Manufacturer narrative:
(B)(4). Batch # t5ax3r. Investigation summary: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side partially fired 2/3, left side partially fired 1/3 with the cartridge pan dislodged. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the pancreatoduodenectomy surgery, the device could not fire farther after fired a half when severing gastric tissue. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.